Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving baclofen 300mcg/ml at 47.98cmg/day, dilaudid 1000mcg/ml at 159.9mcg/day and droperidal 20mcg/ml at 3.198mcg/day via an implantable pump. The indications for use were intractable spasticity. On (B)(6) 2020 it was reported that the patient was in the office today for a refill. After interrogation of the pump it was noted that a motor stall occurred on (B)(6) 2019 and eventual pump stop on (B)(6) 2019 (stopped pump duration exceeded 48 hours) . The patient did not recall any alarms or withdrawal symptoms. The environmental, external or patient factors that may have led or contributed to the issue was noted as the patient had trouble verbalizing. The patient was cared for by family and lived in a nursing home. The patient¿s brother stated that she had shoulder replacement surgery but did not recall the dates of the surgery or if the patient may have had an MRI. The patient¿s brother did recall the surgery was in december and after the surgery was on oral medications for a ¿period of time¿ but no longer was taking the orals. The diagnostics and troubleshooting performed was noted as normal interrogation of the pump and pump logs. No actions were taken at the time of the report. The patient was being scheduled for replacement. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur but was planned though not scheduled. The patient status was noted as alive, no injury and no further complications were reported regarding the event.